Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer states the reservoir was changed and the alarm was resolved. The customer was advised replacement would be sent out. The customer will be sending reservoir for analysis.